Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported several no delivery alarms. She stated she had changed her daughter's infusion set and the alarm continued. Customer also reported her daughter's blood glucose was 620 mg/dl. She had treated her with a manual injection. The mother also reported her daughter had ketones. She stated the no delivery alarms was resolved by a complete infusion set change. The customer was advised to monitor the issue. No additional information provided.